Manufacturer narrative:
The customer¿s report of infusing too fast was not confirmed. The device was received with a crack at the upper door hinge, a 3rd party door/latch sear, dull iui connectors, various cracks/dents/chips on the rear case, and damage to the membrane frame at the screw insert and at the top hinge that secures the top platen post. Analysis of the pcu event log shows that the device was powered on at 1:05 am on (B)(6) 2017 and infused until 1:53 am when it was paused and subsequently channeled off with no alarms prior to the pause. Functional testing was performed and the device was delivering fluid within specification. The probable cause of the device infusing too fast was a broken top membrane frame hinge that is intended to secure the platen¿s top hinge post. Although, the device passed functional testing this damage can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the infusion of calcium gluconate 6gm/d5w 500ml at 50ml/hour was to infuse for 11.2 hours, however, it completed sooner than expected. The patient required an EKG and cardiac monitoring but did not exhibit any changes in vital signs or other hemodynamic monitoring.